Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump dropped and screen cracked and cannot read it. Customer's blood glucose level was unknown. Customer states insulin pump fell while shower. The insulin pump will be returned for analysis.